Event description:
It was reported the patient had a revision surgery of their neurostimulator (ins) last year due to migration. The ins was tilted and not flat in the pocket. The tined lead was not revised. Currently, the patient felt like their neurostimulator (ins) has shifted in their pocket and experiencing pain. The patient denied any falls, bumps or trauma to their ins site. The physician will revise the ins pocket.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen as the allegation relates to migration which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported the patient had a revision surgery of their neurostimulator (ins) last year due to migration. The ins was tilted and not flat in the pocket. The tined lead was not revised. Currently, the patient felt like their neurostimulator (ins) has shifted in their pocket and experiencing pain. The patient denied any falls, bumps or trauma to their ins site. The physician will revise the ins pocket.